Event description:
It was reported that the patient was unable to enter MRI mode due to low impedances. Surgical intervention was undertaken on (B)(6) 2022, where the ipg was explanted and replaced. System was able to enter MRI mode and therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.